Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported an intraocular lens (iol) in a preloaded delivery system was unable to be advanced during placement into the patient's eye. There was patient contact but no reported patient impact. Additional information was requested.

Manufacturer narrative:
The device and the lens were returned separately in a bag inside the carton. The plunger lock and lens stop have been removed. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger is at the edge of the severely damaged iol. The optic is broken on the left side and crushed in areas. The trailing haptic is broken from the optic and looped around the plunger tip, extended to the right side in the device and the distal haptic tip is curled forward inside the optic fold. The leading haptic is curled backward into the folded optic. The nozzle was cleaned for further evaluation. The lens was removed during cleaning. Top coat dye stain testing was conducted with unacceptable results. A second top coat dye stain testing was conducted. The results of dye staining results were unacceptable. Product history records were reviewed and documentation indicated the product met release criteria. A qualified viscoelastic was indicated. The lens was returned advanced/stuck in the device. The trailing haptic is broken. The device nozzle was removed and cleaned for further evaluation. Based on the 2 top coat dye stain test results, the nozzle was not top coated. The manufacturer internal reference number is: (B)(4).